Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states: "material sensitivity reactions." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. The following sections could not be completed with the limited information provided.

Event description:
Patient's legal counsel reports patient underwent left total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6), 2014 due to metallosis. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.revision operative report notes the presence of grayish fluid and metallosis. The modular head and taper insert were removed and replaced.